Event description:
It was reported that the device powered off by itself. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure intermittently. Physio observed that a battery pin had come loose within the battery bay, which connects the batteries to the device. Physio tightened the pin and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.